Event description:
It was reported that shortly following the implant procedure, this subcutaneous ICD (s-ICD) device was revised and repositioned due to the presence of noisy signals. Following the revision procedure, noise was still present. The noise was not oversensed and no impact to therapy was reported. Boston scientific technical services were contacted and indicated the noise was likely due to air bubble entrapment from the recent revision. It was indicated that the air bubble entrapment should disappear shortly and recommended massaging the pocket. Programming recommendations were also provided to the field. The system remains implanted and in service and the patient was stable with no adverse consequences.